Event description:
Customer was unconscious at 2:45 am and their spouse took their blood glucose measurement with the freestyle and received a reading of "hi." Customer's spouse administered insulin to them while they were in the unconscious state. Customer started to come around after the insulin injection and was transported to the ER via ambulance. A blood glucose test was performed at the hosp from an unk meter approximately 1/2 hour later with a reading of 14 mg/dl. Customer was treated with a glucose IV to bring their sugar up. Customer was still in the hosp at the time of this call.